Event description:
The customer reported the vertical column intermittently does not go up or down. Customer has another c-arm that they are able to use. No patient injury to report.

Manufacturer narrative:
The ge service rep replaced the power supply.